Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Event description:
It was reported that the hi torque pilot guide wire was advanced to the heavily calcified left circumflex coronary artery when the distal end of the guide wire separated in the anatomy. The separated segment remains in the anatomy. No intervention was performed and the patient is stable at this time. The patient is being monitored. No additional information was provided.